Event description:
It was reported that the pt experienced intermittencies followed by a loss of lock. External equipment was exchanged. However the problem was not resolved. Patient's c1 device was explanted in 2008. The pt was reimplanted with another advanced bionics device.